Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous left circumflex artery that is 80% stenosed. The lesion was pre-dilated with a non-compliant balloon at 10 and 12 atmospheres. The 3.0x23mm xience xpedition stent delivery system was deployed followed by post dilatation with a 3.0x12mm non-compliant balloon at 16 to 18 atmospheres. A distal edge dissection was observed and was treated with a 3.0x15mm xience xpedition stent. There were no adverse patient sequela and no clinically significant delay, no additional information was provided.